Event description:
The infusion pump had a major failure of the pump mechanism alarm circuit. The lower pump bracket had been broken and separated from the hinge, allowing a free flow condition. The pump mechanism alarm circuit's microswitch was stuck in the closed position, and therefore did not trip the pump alarm. The lower pump bracket damage was most likely caused by the infusion pump being dropped and sustaining a severe impact on the floor.